Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a manufacturing record evaluation was performed for the finished device. Product code: 199721000. Lot number: 282201. It was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: june 25, 2020 visual inspection: the verse correction key (part# 199721000, lot# 282201 qty# 1) was returned and received at us customer quality (cq). Upon visual inspection, it is observed that the hexlobe feature of the rod lock component was stripped. No other issues were found with the device. Device failure/defect identified? Yes. Dimensional inspection: dimensional inspection of the relevant feature of the received device was not performed at cq due to post manufacturing damage. Document/specification review: the following drawings (current and manufactured to) were reviewed: expedium verse - dual lock assembly. Expedium verse - dual lock rod lock no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: the complaint is being confirmed for the verse correction key (part# 199721000, lot# 282201 qty# 1). While a definitive root cause could not be identified for the reported issue from the available information, it is likely that the complaint condition was caused due to the use of the worn inserters to fasten the device. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional product code: kwp; kwq; mnh; mni; osh. Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for scoliosis surgery using the expedium verse system. During the final tightening, the inner part of the correction keys kept stripping. The stripped correction keys were removed and replaced with unitized set screws. There was a surgical delay of twenty-five (25) minutes. There were no fragments generated. There were no patient consequences. The procedure was successfully completed. Concomitant device reported: verse x25 inserter/tightener (part# 299704230, lot# unknown, qty 3). This complaint involves thirteen (13) devices. This report is for (1) verse correction key. This report is 7 of 13 for (B)(4).